Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her husband (the patient) and reported that he was admitted to a hospital with a blood glucose (bg) level of "1400 mg/dl" on (B)(6) 2011. She mentioned that he had woken up with a virus and was vomiting on (B)(6) 2011. She did not know what his bg levels were that day although his target according to the pump was 100 mg/dl. She did not know if he had corrected for the elevated bg levels. At the time of the contact with animas, the patient was reportedly in the ICU on an IV insulin drip and was intubated. The reporter verbalized that she did not realize that the patient should check his bg prior to eating and that the value should be added to the pump for bolus calculations. The animas representative involved in this contact also noted that the patient never adequately bolused for elevated bg's. The reporter stated that she thought he did not have to bolus if he was not eating. Through troubleshooting, the reporter admitted that the patient's site bled upon removal of the set. However, she reportedly did not check the cannula for blood or if it was bent. The (B)(6), and targets were reportedly correct in the pump. No associated alarms were noted in the pump history. The bolus and basal delivery added up correctly with the tdd. The animas representative was unable to find a defect with the device with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for hyperglycemia. However, the patient's injury can be attributed to use-error since it was noted that the patient had possibly inadequately bolused for his elevated bg's.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.